Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and one spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and one spy ds controller were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, they plugged the spyscope ds ii into the controller and the monitor did not show any endoscopic image, only three dots. A second spyscope ds ii was used and it worked for thirty minutes, then the image was corrupt and three dots appeared on the screen again. They plugged and unplugged multiple times and the same image appeared. The procedure was not completed due to this event. A plastic stent was placed inside the patient as a precautionary solution, they still want to perform spyglass once the new console is in placed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation revealed that there is no defects, wear and tear or damage noted. A functional evaluation was performed and controller was run continuously overnight. No functional problem were found. Per the evaluation conducted by enercon technologies, the reported event could not be duplicated. A risk review confirms that the problem is unlikely related to manufacturing, as product analysis identified related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. The problem with the scopes related to this procedure likely contributed to the event. The number of procedures or recycles of the unit, handling during use and reprocessing over time are unknown, therefore it is probable that problems are intermittent and are traced to improper routine or preventative maintenance. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
Note: this report pertains to two spyscope ds ii and one spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and one spy ds controller were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, they plugged the spyscope ds ii into the controller and the monitor did not show any endoscopic image, only three dots. A second spyscope ds ii was used and it worked for thirty minutes, then the image was corrupt and three dots appeared on the screen again. They plugged and unplugged multiple times and the same image appeared. The procedure was not completed due to this event. A plastic stent was placed inside the patient as a precautionary solution, they still want to perform spyglass once the new console is in placed.